Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approx 4 months of support, the pt had been urgently transplanted due to hemolysis suspected to have been related to thrombus in the lvad.

Manufacturer narrative:
According to the MFR's records, the explanted pump was returned as a non-complaint lvad 2 years, 9 months prior to receipt of the reported event. The returned pump was reprocessed by the MFR as a routine explant per procedure. The hospital indicated that this event is being reported to the MFR at this time per the reporting requirements by the intermacs monitor. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.